Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, adjust belt alarms) has been confirmed. Upon investigation, the black wire was pinched inside the distribution node (dn) which caused the check belt and adjust belt alarms. The root cause of the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt called zoll customer support to report that he was getting check belt messages. The pt was issued a replacement electrode belt.